Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient faced bent cannula issue which led to high blood glucose. She self-treated it with a correction bolus with the pump and also replaced the infusion set. Reportedly, the blood glucose was around 500 mg/dl before she left home and was 274 mg/dl on arrival at emergency where she was for one day and received insulin drip as corrective treatment which resolved the issue. When she left the emergency room, she felt sick and her blood glucose was between 100-300 mg/dl and was hospitalized subsequently. The patient stated she was discharged from the hospital after 2 nights. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.